Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the colleague infusion pump with a reported condition of duplicate lines on lcd was confirmed and reproduced. The cause of this condition was a faulty main display. The main display was replaced to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative reported a colleague infusion pump with a liquid crystal display with a duplicate line . It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.